Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was "immobile" for a "long time" during use, as the y-shaped hose was "still tight" after the needle core was activated. This resulted in needle blockage and a device replacement. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient arrived at the ward for rescue at 12 o 'clock, and the indwelling needle puncture was performed to restore blood. The y-shaped hose was still tight after the needle core was activated, resulting in long time immobility, needle was blockage, and puncturing was failure, it delayed rescue time and replaced timely". Should be translated to ¿blood return¿, not ¿restore blood". The proper translation should be: the patient arrived at the ward for rescue at 12 o'clock. The indwelling needle was punctured and the blood return was good. 12".

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was "immobile" for a "long time" during use, as the y-shaped hose was "still tight" after the needle core was activated. This resulted in needle blockage and a device replacement. The following information was provided by the initial reporter, translated from chinese to english: "the patient arrived at the ward for rescue at 12 o 'clock, and the indwelling needle puncture was performed to restore blood. The y-shaped hose was still tight after the needle core was activated, resulting in long time immobility, needle was blockage, and puncturing was failure, it delayed rescue time and replaced timely" "¿¿¿¿ should be translated to ¿blood return¿, not ¿restore blood". The proper translation should be : the patient arrived at the ward for rescue at 12 o'clock. The indwelling needle was punctured and the blood return was good.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9077773. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.